Event description:
It was reported via repair work order that the siderail would not latch in up position due to broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail would not latch in up position due to broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report was a duplicate of a previously issued MDR. Please see MDR # 0001831750-2013-03678 for information regarding this event.